Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sometimes retainer ring was cracked. The customer also reported that the retainer ring was damage. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case (battery tube). Device p-cap / reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
Device was received with a cracked case (battery tube). Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).